Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, one month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Peri-implantitis and pain were observed during the implant removal surgery. The patient will need another surgical intervention.